Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during a technical support call he had been hospitalized and was able to complete pd treatments while hospitalized. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted to the hospital from (B)(6) as a result of congestive heart failure and fluid overload. Per pdrn the patient voluntarily had skipped several treatments (exact number unknown) as the patient was ¿feeling a little helpless during the holidays¿ and stated the hospitalization event was not attributed to a malfunction of the patient¿s cycler. Per pdrn while in hospital the patient was able to continue peritoneal dialysis treatments using a hospital baxter cycler, thus no treatments were missed. Per pdrn the patient was discharged from the hospital and the patient¿s signs and symptoms of fluid overload resolved, the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported during a technical support call he had been hospitalized and was able to complete pd treatments while hospitalized. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted to the hospital from (B)(6) 2017 as a result of congestive heart failure and fluid overload. Per pdrn the patient voluntarily had skipped several treatments (exact number unknown) as the patient was ¿feeling a little helpless during the holidays¿ and stated the hospitalization event was not attributed to a malfunction of the patient¿s cycler. Per pdrn while in hospital the patient was able to continue peritoneal dialysis treatments using a hospital baxter cycler, thus no treatments were missed. Per pdrn the patient was discharged from the hospital and the patient¿s signs and symptoms of fluid overload resolved, the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issue. Medical records were requested.

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting an association between the liberty cycler or the cycler set and the adverse events of chf and/or fluid overload and subsequent hospitalization. However, it appears the noncompliance of the patient skipping several ccpd treatments is the causality of the adverse events of chf and fluid overload requiring hospitalization. Additionally, there is no allegation of machine malfunction or that the liberty cycler or the cycler set did not perform as expected.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis (pd) registered nurse (rn) that this end stage renal disease (esrd) patient using continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized from on (B)(6) 2017 for congestive heart failure (chf) and fluid overload. During a follow-up call to the patient¿s pdrn on (B)(6) 2017 it was revealed that the hospitalization was a result of the patient voluntarily skipping several ccpd treatments (exact number unknown) as the patient was ¿feeling a little helpless during the holidays.¿ the pdrn stated the hospitalization event was not attributed to a malfunction of the patient¿s cycler. During the hospitalization the patient continued ccpd therapy without issue. Details of the hospital course were unknown. On (B)(6) 2017 the patient presented to the pd clinic and confirmed the cycler issue on (B)(6) 2017 was resolved and there was no device malfunction and no injury occurred because of the cycler alarm encountered; the pdrn reported the patient completed ccpd therapy without issue.